Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was received. The reported lot number was confirmed from the packaging label. The stent was received in a partially deployed condition. The inner catheter was received within the outer catheter. The device was flushed and after initial resistance, the stent was able to be fully deployed. The stent was found to be undamaged and within spec. The outer catheter was kinked/bent at multiple locations. The inner catheter was kinked/bent at multiple locations. Dried blood was present within the distal end of the inner catheter. During functional inspection a 0.032" mandrel was able to be completely pushed through the outer catheter from the proximal end to the distal end, however friction was noted due to kinking/bending. A 0.016" mandrel was unable to be pushed through the inner catheter due to kinking/bending. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event 'stent delivery catheter friction' was confirmed during analysis. The second reported event 'stent failed/unable to deploy' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patient¿s anatomy was reported as 'moderately tortuous'. It was reported that the 'physician was not able to push the stents inside the microcatheter and to release it'. In the follow-up responses the user noted that the stent delivery system was able to be advanced to the lesion. The stent was returned for analysis partially deployed through the distal tip opening of the outer catheter and still loaded on the inner catheter (stabilizer). There was some resistance/friction noted when advancing the stent. Once deployed, the stent was noted to be undamaged. The outer catheter (stent delivery catheter) was kinked/bent at multiple locations along its length as was the stent stabilize. It is likely that a combination of the target vessel tortuosity and some unknown procedural factor(s) resulted in the user experiencing resistance while attempting to deploy the stent in the target stenosis area. The resulting manipulation of the stent system is likely to have resulted in much of the damage noted during device analysis. The as reported events: 'stent delivery catheter friction' and 'stent failed/unable to deploy' and the as analysed events: ¿stent stabilizer kinked/bent¿, ¿stent delivery catheter kinked/bent¿, ¿stent partial deployment¿, ¿stent stabilizer/catheter friction¿, ¿stent delivery catheter friction¿ have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject stent was returned for analysis and was examined. During device investigation and analysis, it was discovered that the subject stent was received in a partially deployed condition. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.